Event description:
During a surgical procedure, doctor did not feel confident while securing the implants with the tool. Doctor decided to remove all the implants and replaced with another system. The surgery was delayed for approx 45 minutes after deciding to replace the system. Surgery completed with no further complications.

Manufacturer narrative:
Evaluation summary: it was determined that the retractable tip of subject head application tool did not properly retract during surgery. The lack of full retraction into the tool's body prevented the modular pedicle screw head to fully attach to the pedicle screw heads. Appropriate depth had been determined during an unrelated investigation into the depth of the spring retraction cavity of the tool; resulting in a design change started on (B)(4) 2009.